Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The patient passed away on an unreported date in early (B)(6) 2014. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized in the month prior to this report for an unrelated condition. The patient passed away in the month following the hospitalization while still being in the hospital. Dianeal therapies were ongoing until the time of death. It was not reported if the patient was using baxter pd solutions at the time of death. It was not reported if the patient was connected to a baxter device at the time of death. The cause of death was sepsis and an autopsy was not performed. Additional information was requested, but is not available. This is report 2 of 4.